Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles are breaking as they are being attached to the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Functional tests were conducted on 20 retained samples for a defective locking mechanism and hub/collar separation, all of which passed with no signs of damage or breakage during safety shield activation. Additionally, these samples were visually inspected to ensure proper connection with a holder, and all passed without any defects or breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles are breaking as they are being attached to the holder. No adverse impact was reported regarding the patient or user.